Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2006. According to the complainant, the patient experienced pain in her pelvic and vaginal regions and a reoccurrence of the stress urinary incontinence (specifics unknown). Reportedly, the patient underwent additional surgery on (B)(6) 2007 (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.